Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19265. It was reported during the trial period the patient experienced headaches that worsened upon movement. The patient was reprogrammed with improved coverage. The headache resolved as soon as the leads were removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.